Event description:
The plaintiff's atty alleged that the decedent experienced an unspecified non-cardiac event on or about (B)(6) 2010 and subsequently expired on (B)(6) 2010 after use of the product.

Manufacturer narrative:
This is one event (unspecified non-cardiac) of two events reported for the same patient involving two separate products.